Manufacturer narrative:
(B)(4). Broken advancer, malformed clip. The analysis results found that the device was returned with the tip of the advancer broken. The device was cycled and malformed the remaining clips due to the advancer condition. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Finally, the device locked out as intended but the orange indicator was not visible. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy procedure, the surgeon went to fire the clip applier, and the clip failed to advance before the jaws closed. The next clip closed onto the first. Surgery was prolonged three minutes. Another device was used to complete the case. There were no adverse consequences to the patient.